Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving tampon in without the string- vagina [foreign body in reproductive tract]. String detaching from tampon [device breakage]. Case description: consumer reported via phone that tampon string is detaching. No serious injury reported.